Event description:
Heartsine received a report that a samaritan pad "switches on automatically when the pad-pak is inserted and after being switched off, won't switch on again."

Manufacturer narrative:
Conclusion: it was confirmed that the failure in the device was caused by the identified faulty component. Our records show that the device passed all quality and mfg tests when dispatched. This type of fault has not been observed before. Heartsine will continue to carry out trend analysis and take appropriate action if an increase in trend is determined.